Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for routine follow-up. Interrogation of the implantable cardioverter defibrillator revealed episodes of inappropriate auto mode switch due to far r-wave oversensing. The device was reprogrammed and the issue was resolved. No patient symptoms were reported.